Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the third fire of a sleeve gastrectomy locked down on the tissue. Surgeon could not open jaws after fire was completed. The device was not properly cycled prior to handing it over to the surgeon. We figured the load was not properly seated with the shaft. We opened a second handle and reloaded. Prior to that the surgeon pulled with a grasper. The tissue was out of the jaws except for the last 2 to 3 cm at the distal tip. Then the second stapler was brought in and he came under the locked down device and fired was able to pull the stapler out. He pulled out of the closed jaws most of the tissue except for the tip of the reload. The size of the sleeve was compromised because we had to fire another load to get the locked down device out. The risk is 2 to 4 month post op stricture could form. He had to over sew the staple line. Current patient status good.